Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to hydrocephalus. According to the report, on (B)(6) 2015, the patient had an MRI and on (B)(6) 2015, the patient had a lisp problem. It was reported that the lisp problem was related to the pressure change after MRI check. It was also reported that the pressure level at the date of implantation was 0.5 and the pressure level after the MRI was 2.5. Reportedly, the valve was successfully adjusted after the MRI and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.